Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection identified a cut in the membrane of the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the cycler alarmed and instructed to check the lines. Treatment was canceled and when the cassette was removed, it was leaking fluid. The set was made available for evaluation. During follow up, the patient's caregiver reported the patient did not have any complications. She had informed the patient's pd nurse and the nurse reported that there were no signs of an adverse event. No adverse event reported at this time.